Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services was not able to reproduce the no video issue, however, the back shell was upgraded as a precaution at which time the wire harness connecting the digital core to the lcd was found loose on the lcd side. This could have caused the intermittent video issues. The wire harness was reconnected and the back shell was replaced. The device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the video would cut in and out. No delay was reported though it was noted that the procedure was completed with a backup device. No harm to patient or user was reported.